Event description:
A nurse reported that during implantation of an intraocular lens (iol) it was noted that the optic was cracked. The wound was widened to allow removal of the iol. Add'l info has been requested.